Manufacturer narrative:
The initial reported event of a recalled lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted. The lead was extracted and replaced. No patient complications have been reported as a result of this event.